Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h3, h6, h10. Reported event was confirmed by review of revision operative notes, which noted patient was revised due to corrosion, bursitis and elevated metal ion levels. During the revision, femoral component well fixed and well positioned. Minimal corrosion on both the femoral head and taper and bursitis around the trochanteric bursa were also noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Femoral head sterile product do not resterilize 12/14 taper, pn 00801803601, ln 63273732 shell porous with holes 58 mm o.d., pn 00620005820, ln 63192272 liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell, pn 00631005836, ln 63248678. Multiple MDR reports were filed for this event, please see associated reports 0002648920-2019-00663. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total hip arthroplasty. Subsequently, the patient underwent a revision procedure approximately two years post-implantation due to in-vivo corrosion, elevated metal ions and bursitis. The femoral head was removed and replaced.